Event description:
It was reported that during implant, the pump would not lock and could be turned. The locking mechanism was reportedly fully engaged. The surgeon unlocked and locked the pump multiple times but this did not resolve the issue. A different pump was used, but the issue persisted. The new pump was fixated with sutures. There was no impact to the patient as a result of the malfunction. Related pump MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock locking arms that would have contributed to the reported event of the pump still turning while fully engaged with the cuff lock. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft assembly was not returned. The cuff lock was returned fully engaged; however, no apical cuff was returned. Upon disassembly of the returned pump, dimensional analysis of the lock confirmed that both the left and right locking arms had become bent out of specification. It was unable to be determined exactly when or how the cuff lock locking arms became bent; however, the observed deformation appeared to be due to applying a high load to the cuff lock while the apical cuff was not inserted within the cuff lock, which has the potential to cause a permanent deformation of the locking arms. The lock was reassembled, and a demo apical cuff was inserted into the cuff lock. The connection was lubricated with saline, and the apical cuff was found to rotate with limited resistance while the cuff lock was fully engaged. Of note, the cuff lock was able to fully close with no apical cuff in place due to the observed damage to the cuff lock locking arms. The observed damage to the cuff lock locking arms would have contributed to the reported event of the pump still turning while fully engaged with the cuff lock. Examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the relevant sections of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.